Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Log data showed that on the reported event date, multiple successful discharges were delivered at 120 j and 200 j. At approximately 15:59, the device was charged and placed into sync mode. The device displayed a "remove sync" prompt, indicating sync mode was active when attempting to use the analyze feature by design. Users subsequently pressed the shock button multiple times without energy delivery. A successful 120 j shock was eventually delivered several seconds later. Review of the event data indicates the device remained in sync mode, which requires the shock button to be pressed and held until energy delivery occurs. The device provided visual prompts and sync markers to indicate sync mode status. Device testing was performed and passed successfully. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged while attempting to treat a 65-year-old female patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.